Event description:
It was reported that a polaris ultra ureteral stent was to be used in a urological procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Note: additional information was received clarified that by fracture they meant that the coil was detached. Therefore, this is considered non reportable.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block e1: initial reporter address 1 and 2 (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Blocks b5 and h6 have been updated based on the additional information received on february 24, 2026. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a urological procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name address 1 and 2: (B)(6). Bock h6: device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block e1: initial reporter address 1 and 2 (B)(6). Block h11: investigation analysis upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil was detached. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of stent shaft break and stent coil detached were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation. Blocks b5 and h6 have been updated based on the additional information received on february 24, 2026. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a urological procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.